Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: event year is reported as 2021; however exact date of event is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the patient underwent for a surgery. During the procedure, the nitinol shaft bent from reamers and t handle doesn¿t connect. There were 3 minutes surgical delay. The surgery and the patient outcome are unknown. This complaint involves two (2) devices. This report is for (1) flexible shaft handle quick coupling. This report is 3 of 6 (B)(4).